Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed/ will be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient went to the emergency room and was diagnosed with a infection "on" the peg/peg-j tube, which was treated with ciprofloxacin.